Event description:
Epidural was placed during lab. After delivery, pt was placed in "proper position" to remove catheter. Minimal resistance was met. As epidural catheter was slowly being pulled out, it suddenly "snapped back". End of catheter was frayed and tip was not intact. Pt to be assessed by anesthesiology dept. No pt complications reported.